Event description:
Medwatch, rec'd from customer stating "a laparoscopic cholecystectomy was being performed on this pt. During the procedure, the pt's common bile duct was cut, when a surgical trocar was in use. Open surgical repair was required." 12/1/98 cin spoke to contact person (actual title liability claims manager) who stated he was not at liberty to provide the surgeon's phone number. He confirmed the info as reported and stated the pt is doing well at this time. The cover letter which accompanied the medwatch states "there was no indication that there was any problem with the device." The device was discarded. 12/2/98 pm message sent to rep asking if he was notified of this event or if he knows any info. 12/2/98 rep responded and stated he was present during the case, the case was converted to an open procedure, but the bleeding was not caused by the trocar.